Event description:
Patient was revised to address poly wear of the tibial insert and osteolysis. It was also reported that the femoral component was in valgus/flexed position.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the device to examine. In addition, no conclusions could be drawn about the reported poor positioning of the femoral component. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.